Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement you made ¿during firing, the blue load stuck". The firing is not complete; instead, it blocks in the middle staple line. Did the device lock out during firing? Yes. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No, the staple line separated. If yes, was the staple line complete? Did the device cut? Yes but only partial. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
It was reported that during a lung lobectomy procedure, during firing, blue reload was stuck. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.